Manufacturer narrative:
The ge service rep reseated the display adapter and image processor. This corrected the problem. The system operates as intended.

Event description:
The customer reported that the monitors were not coming on. No patient injury was reported.